Event description:
Generator power on front panel indicated 0-1 watt of power during ablation. During procedure determined a patient injury, perforation had occurred. Prior to finding perforation, clinical staff reportedly replaced everything to address low power reading on display and pruka recording system time delay problem. Resumed case and now the power displayed power was 8-9 watts, impedance steady in the low 200 ohms. Stopped ablation and then found a perforation had occurred. Patient was reported to be ok. Customer requested that generator m004800xpro and apm m004822trfo be returned to bsc-esb for analysis. Bsc-esb has made such arrangements and is planning to send replacement unit in early july 2005. No mention of intervention surgery in the record. Dr. Performed the ablation. New info: the account was using a booker box with dfib pads, they eventually changed the configuration to where the ground pads would plug into the apm, from what was understood.